Event description:
The hearing aid (h/a) dispenser reported that the user had a small pre-cancerous sore in the helix of the ear in which the hearing aid was worn that was being irritated by the hearing aid shell.